Event description:
Procedure: nephrectomy. According to the reporter: during the removal of the specimen, the bag got torn. Another endo catch had to be used to obtain the specimen. There was no report of patient injury.